Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing resulting in noise reversion episodes. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.